Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2017, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event on the pump. The reporter stated that the patient was hospitalized with a blood glucose of 487 mg/dl with symptoms of vomiting, back pain, chills, a fever, and large ketones. The reporter stated that the patient had discontinued pump therapy while hospitalized, but resumed it before being discharged. The patient was treated with intravenous insulin and intravenous fluids. The reporter indicated that there had been multiple occlusion alarms prior to the blood glucose excursion. Upon review of the patient¿s technique, it was determined that the patient was not properly cycling the cartridge prior to use, causing the alarms. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event as a result of use error of the cartridge.